Manufacturer narrative:
H3) testing by manufacturer found device fully functional. H6) added codes.

Event description:
Report of alleged "parents claim they got shocks if they touched the unit. This was not verified by the repair tech.